Event description:
A malfunction was reported on a customer's pump. There was any adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, assisting the caller, and confirmed the malfunction code did not recur after the reset. The customer was advised that they could continue using the pump and to call back if any issues arose again.